Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power events was confirmed via the submitted log file. The submitted log file showed data spanning approximately 42.5 days (19aug2020 ¿ 01oct2020 per the timestamp). The log file captured a no external power alarm on (B)(6) 2020 from 13:23:45 to 13:23:46 due to power being interrupted when connected to the mobile power unit (mpu). The system controller backup battery supplied power to the system during the loss of external power. The alarm resolved when external power was restored. No other notable alarms were active in the log file. The alarms did not affect the system controller¿s ability to operate the pump above the low speed limit. Additional information provided stated that the mpu has a v-lock connector and it is unknown if the power cord came loose at the wall outlet or the back of the unit. It was also stated that it is unknown if there were any environmental circumstances that would have affected ac power at the time of the event. The mpu, serial number (B)(6), was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook under section 3 ¿powering the system¿ covers how to ensure that the mobile power unit is plugged in to ac power properly. It also covers how to make sure to pull back on the end of the power cord to ensure a secure connection has been made. In addition, heartmate iii patient handbook mentions that the mobile power unit should not be plugged into an outlet that is controlled by a wall switch or an outlet that is on a multiple outlet adapter (power strip). Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. 03oct2017 was shipped to the customer on 03oct2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had their log files reviewed by technical services. The log file captured no external power events on (B)(6) 2020. This was caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events. There were also low flow events on (B)(6) 2020 and (B)(6) 2020. There do not appear to be any type of mcs equipment issues causing these events. There are also low supply voltage values when connected to the power module. Technical services recommends replacing the patient cable.